Manufacturer narrative:
(B)(4). Concomitant medical products: unknown arcos disassembly tool, unknown part and lot: 11-301323. Arcos taper cone - 213330. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021-1911, 0001825034-2021-01912.

Event description:
It was reported that during a hip procedure, the taper disassembly tool was found to be cross-threaded on the taper cone and the surgeon was unable to remove the taper from the stem. The surgeon then opted to perform an eto to remove the stem, taper and disassembly tool all in one piece. Attempts have been made and additional information on the reported event is unavailable at this time.